Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritineal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.

Event description:
Peritoneal dialysis pt developed peritonitis while utilizing the peritoneal dialysis 3 lead set tubing and 5 liter dialysate solution.